Event description:
Approximately two and a half months after implant this patient presented to hospital with vomiting and was diagnosed with an intraparenchymal hemorrhage. Brain death was declared the following day. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.